Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 3007963827-2021-00008.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 3007963827-2021-00008.

Manufacturer narrative:
(B)(4). Medical products: unknown persona femoral component catalog # unknown lot # unknown. Unknown persona tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2020-04200. 0001822565-2020-04201.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has experienced pain, swelling and limited range of motion. The patient alleges to have had a cortisone shot in spine, cortisone shot in knee surgical site, had nerves cut around devices, and unknown dose of gabapentin. However, no revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.